Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left hepatic artery. After cobra catheter and a non-bsc micro catheter was initially used, the physician successfully deployed a 12x4 interlock and 3 3x2 non-bsc coils using the coil pusher. The next non-bsc coil became lodged in the non-bsc micro catheter halfway to the desired spot and was unable to flush the coil. This required the physician to remove the non-bsc micro catheter and lose access to pseudo aneurysm. He then used another non-bsc micro catheter and a transcend wire to regain access. The physician then attempted to deploy another non-bsc coil which also got stuck in the non-bsc micro catheter. The physician got very little "purchase" due to the non-bsc coil being deployed in the vessel and dissected the vessel with the micro-wire. All the products were removed from the patient's body and some low flow in the aneurysm was noted. The physician hoped that the vessel had occluded and will remain that way as the dissection heals and had a plan to have the patient return in two weeks to undergo ultrasound to verify the aneurysm and vessel healed. No follow-up procedures were performed after the case other than tying visualize the aneurysm using the ultrasound which did not reveal flow per technicians. No further patient complications were reported.